Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or bottom housing that would cause skin irritation. The exact cause of the reported skin irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 385 mg/dl while wearing the pod less than one hour. When removed from the infusion site (abdomen), the pod's cannula was found bent. Bleeding and redness from the adhesive were also reported. As treatment, a new pod was applied and a shot with a syringe was administered.